Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had recurring pump error alarms and the device has absence of beeps. They could not perform beep test. The customer's blood glucose during the incident was 145 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
No pump error 4 alarms noted during testing or in the device trace download. Device passed displacement test and self test. Pump error 63 was present in the device trace download due to broken trace at pin 6 on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).